Event description:
The following event was reported to implantcast gmbh on the 14th of may 2026: "metalosis of a dfr implanted 2 years prior. Metalosis debris and 1.5l of fluid drained from the patients knee - surgical plan was to change the distal femur and articulating surface. On attempting removal, the screw cap was removed but we were not able to remove the coupling screw in the front of the tibia. 2 screw drivers were broken in the process, sharp impact was tried to release the weld but was unsuccessful. The resulting procedure was a total distal femur and tibial revision, with a 60mm femoral resection to remove the femoral stem and tibial augments due to damaged tibia removing a well-fixed tibial implant. Combination of the 2 implant issues resulted in increased bone loss for the patient and longer operating time." Additionally, implantcast gmbh was supplied with further information on the 28th of may 2026: "[...] We are currently working with the information available to us; to support you as best as possible, I have reviewed the screwdrivers included in the hospital's consignment kit. Following a discussion with adam, we can reasonably assume that the screwdrivers used were the hexagon screwdriver short 3.5mm (0280-1007). I am continuing to pursue the exact details from the sales representative who attended the case, however, as they are currently on annual leave, we cannot provide an affirmative confirmation or verify if the items were discarded by the hospital, until their return. [...]" Note implantcast gmbh: following the initial report case (B)(4) was opened to analyse the described metallosis and inability to remove the screw ((B)(4) respectively) which resulted in two broken screwdrivers. As neither product is licensed in the USA nor classified as similar devices, the incidents do not have to be reported to the FDA. The initial report did not provide sufficient evidence or information to open a case regarding the broken screwdrivers, as it was unclear whether the screwdrivers were produced by implantcast gmbh. It was only following the receipt of additional information on the 28th of may 2026 confirming implantcast gmbh as the manufacturer and the ref of the product, that the criteria to open a case were fulfilled. As two screwdrivers were affected, the case was split to cover both products. The following references were assigned: (B)(4).

Manufacturer narrative:
According to the description of the event, two screwdrivers broke off while trying to remove a screw for coupling during a revision surgery. The initial plan was to only remove the distal femur and the articulating surfaces. However, the screw for coupling could not be removed. Two screwdrivers broke during the attempt to remove it. As a result, the tibial component also had to be replaced, and the femur had to be resected to remove the femoral component. This resulted in more complex surgery and an additional 300 minutes of operating time, as well as increased bone loss in the patient. The affected screwdrivers were not provided to implantcast gmbh for an optical examination. They were likely discarded by the hospital. Consequently, it was not possible to determine the lot numbers or examine the production records. The surgical techniques and instructions for use were checked and showed no deviations. Following the breakage of the screwdrivers, it was reported that several attempts were made to remove the screw using alternative techniques, all of which failed. Therefore, it is possible that the fault lay with the screw itself. The aforementioned attempts were most likely made with increased force. It was probably the force exerted on the screwdrivers that led to them breaking. Additionally, the screwdrivers are reusable, repeated use and re-sterilisation may have contributed to or favoured the breakage of the screwdrivers. As the lot numbers are unknown, it is not possible to determine how many times the affected screwdrivers were used or for how long. Based on the available information, no design or manufacturing errors could be identified. It can only be assumed that the malfunction was a random component failure with regard to the screwdrivers. Possible contributing factors could include the screw for coupling and the number and duration of uses of the screwdrivers. The event was assigned to the error pattern "break of the instrument" in the associated risk management.